Manufacturer narrative:
Concomitant medical products: 429688 lead; 6947m62 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.